Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events allergic reaction and itching were defined in the product risk documentation. These event types have been accounted for during the analysis to support an acceptable risk benefit profile for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator felt itchy all over their body. The patient stated that this sensation had never occurred prior to receiving the implant. The patient has reportedly experienced this itchiness for the past two weeks and plans to reach out to their physician for further evaluation and next steps. The patient's itching resolved after taking benadryl. There have not been any other symptoms. It was likely an allergic reaction. No further complications reported. It was suspected that the benadryl may have been provided by a primary care provider or urgent care, but the exact source was not confirmed.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator felt itchy all over their body. The patient stated that this sensation had never occurred prior to receiving the implant. The patient has reportedly experienced this itchiness for the past two weeks and plans to reach out to their physician for further evaluation and next steps. The patient's itching resolved after taking benadryl. There have not been any other symptoms. It was likely an allergic reaction. No further complications reported. It was suspected that the benadryl may have been provided by a primary care provider or urgent care, but the exact source was not confirmed.